Manufacturer narrative:
Date sent to the FDA: 9/15/2020.

Manufacturer narrative:
Date sent to the FDA: 9/25/2020. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2017 during which the surgeon noted a recurrence of her hernia superior to the mesh with bulge actually through the mesh, with most likely central mesh failure. Also encountered a significant amount of adhesions to the mesh causing difficulty dissection and prolonged operative time. It was reported that the patient experienced severe pain, diarrhea, chills, inflammation, loss of appetite, abdominal protrusion, restrictions on movement and lifting and a non healing wound. No additional information was provided.